Manufacturer narrative:
The implanted device remains. This report is filed july 13, 2016.

Manufacturer narrative:
This report is filed april 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma and subsequent dislodgment of the internal magnet (date not reported). Subsequently on (B)(6) 2016, the patient underwent revision surgery and a new magnet was placed. The implanted device remains.